Event description:
Patient was undergoing bone marrow biopsy. Provider noted the "capture" component of the needle had a small but noticeable bend. A new needle was obtained. The new needle was noted as having that same "capture" component with a very large (at least 45 degrees) bend coming right out of the packaging. Another needle that was free of defects was obtained and the procedure was completed. No harm to the patient.